Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a burning smell and saw smoke coming out of the accelerator automated processing system (aps) tube storage module. The customer turned off the track system. During troubleshooting, the customer found that a urine specimen tube had fallen onto the parts that appeared burnt. No fire or injury was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found damage due to an apparent spill within the accelerator automated processing system (aps) tube storage module. Evidence of charring was found at the r30.1 connection located at the linmot tube motor driver (8-202280-01) within the aps tube storage module. The smoke from the module was limited to this part and did not spread to other parts of the equipment. The linmot resistor (part number 8-202281-01) and linmot tube motor driver (8-202280-01) were replaced to resolve the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and device history review. No returns were made available from the customer site for this evaluation. No subsequent reports of smoke/burn issues were identified. Device history review for the aps tube storage module did not identify any issues that may have caused the customer issue. No adverse trend or systematic issue was identified for the issue identified in the complaint. Product labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.